Event description:
It was reported that customer was hospitalized for high blood glucose and dka. Nurse stated that the customer did a infusion set change last night but forgot to remove the needle guard, so needle did not penetrate and set was barely staying on her by the tape. Troubleshooting was not performed at the time of call. No further details provided at time of call.

Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.